Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, transthoracic echocardiogram (tte) revealed mild paravalvular leak (pvl). Approximately 19 days following the initial implant procedure, the patient was re-hospitalized, and a t ransesophageal echocardiogram (tee) revealed severe pvl. A computed tomography angiogram (cta) was performed to check the depth of implant of the valve. It has been planned to perform a post-implant balloon aortic valvuloplasty (bav) to address the pvl. If the pvl is not reduced to an acceptable level, it is planned for a non-medtronic (edwards sapien) valve to be implanted to address the pvl.

Event description:
Additional information was received that the current plan was to put the patient on eliquis for 4 weeks and then reassess with a computed tomography (CT). If the thrombus has cleared, the medical team will process with a balloon aortic valvuloplasty (bav), with the non-medtronic valve implanted valve in valve as a backup.

Manufacturer narrative:
Updated data: b5., h6., additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.